Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Investigation summary: 5 sealed samples were received for investigation. Visual inspection of the product revealed particles or fibers to be present in three of the returned devices, two with fibers on the outside of the barrel edge and the third with a particle inside the blister. Using magnification, the particles were identified to be polypropylene fibers. A device history record review did not reveal any quality issues during the production of lot number 1808207 that may have contributed to the reported incident. Equipment within the manufacturing line is regularly cleaned according to procedure to prevent defects such as this incident. The packaging machinery is located within a clean area which is kept under a positive pressure to reduce the chance of foreign matter introduction to the product. Based on the investigation results, a cause for the reported incident could not be determined related to the polypropylene fibers inside the blister. The fibers noted on the edge of the barrel is likely a result of the piece getting jammed in the machine or due to transport of the product. A vacuum system was recently installed to help reduce foreign matter inside the blister. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. Investigation conclusion: ten retained samples of 50ll lot 1808207 are evaluated. Upon visual inspection of these ten samples, no foreign matter can be observed outside or inside them. Syringes are taken out of the blisters not observing any foreign matter outside the syringes neither. It has been received 5 sealed samples of 50ll lot 1808207 for investigation. Upon inspection at 10x it can be observed the particles and fiber are polypropylene. In the two samples with particle on barrel it can be confirmed it is attached to the barrel edge. So, it resulted generated as consequence of damage on barrel edge. Damage could have been produced during syringe transport in manufacturing area or because piece resulted jammed in manufacturing equipment. In the sample with polypropylene fiber no damage can be observed in it (fiber size 1,96mm). DHR of lot 1808207 has been reviewed not finding any annotation or deviation regarding the alleged defect. Equipment of manufacturing line is regularly cleaned according to procedure (B)(4): once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. Primary packaging process for this reference takes place in clean area iso9 and positive pressure is applied in order to reduce foreign mater and particles on suspension. According to inspection plan, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures: visual inspection. Molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection. Printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of particle on barrel edge in two of the samples received is damage during transport of pieces or piece jammed in manufacturing equipment. The root cause of the fiber inside the blister in the other sample cannot be determined. On february 2019 a vacuum system has also been installed in packaging machine of this manufacturing line to reduce foreign matter inside the blisters. (This lot was manufactured in august 2018) root cause description: for polypropylene particle on barrel edge: damage on barrel edge produced during syringe transport in manufacturing area or because piece resulted jammed in manufacturing equipment. For polypropylene fiber inside the blister: root cause cannot be determined.

Event description:
It was reported that there was foreign matter in sterile packaging with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from dutch to english: customer reported that he found foreign matter in the sterile packaging of syringes number 300865, lot number 1808207 (production august 2018). Because of this rejection customer can no longer use these syringes as alternative for products 302238 which where rejected as complaints (B)(4).